Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was sound at the time of the event. The device was operational after repairs were completed.

Event description:
The customer reported a speaker failure alert with the system. The device was in use on patient at time of event, there was no adverse event reported.